Event description:
Twelve days after a surgery in which durepair was used with tisseel, the pt came back with a csf leak. The suture line of the graft was still intact, but the center had seemingly eroded away and exposed the brain.

Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot# was provided. It is unk how this damage occurred.